Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated up to the rated pressure. However, it was noted that the balloon ruptured. The device was removed without a blade remaining inside the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated up to the rated pressure. However, it was noted that the balloon ruptured. The device was removed without blade remains inside the patient's body and procedure was completed with another of same device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body and there was no issue with the blade. The patient's condition was good post procedure.